Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, resulting in the error code not reappearing. The caller was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.